Manufacturer narrative:
Per the customer, no sample issues were noted. A bci field service engineer (fse) was dispatched and put back the house di water system, performed carry over studies, and repaired the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the temporary deionized (di) water system caused particles from the tank to clog up the unicel dxc 800 synchron chemistry analyzer's wash ports and probes causing a massive triglyceride (tg) carry over. The temporary di water system was being used without the proper filter. After the customer's original di water system was put back into place, samples were rerun and normal results were obtained. It is unknown if patient treatment was affected from this event.